Event description:
It was reported that the right ventricular (rv) lead had a possible fracture, with high impedance, high short interval counts (sic) and non-sustained ventricular tachycardia episodes. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There were five episodes of nonsustained tachycardia with ventricle to ventricle intervals <(><<)> 220 milliseconds between 2013 (B)(6) and (B)(6). A lead integrity alert triggered 2013 (B)(6) for nonsustained tachycardia and lead impedance. Undefined right ventricular (rv) lead impedance measurement on 2013 (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).